Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/28/2021. H.6. Investigation: bd received 4 samples , one from each lot, plus an additional lot that did not have a reported defect according to the customer. Photos were also provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, the customer samples along with 12 retention samples(3 from each lot) from bd inventory, were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 1300 g for 10 minutes. No poor barrier was observed, all tubes separated as expected. Return samples: lot: 0226662 - 1 returned tubes had a gel smear on its wall. Lot: 1069941 - 1 returned sample had a gel smear on its wall. Lot: 1054719 returned sample did not have gel smear on its wall. Lot: 1054717 returned sample did not have a gel smear on its wall retention sample testing: no poor barrier was observed, all retained tubes separated as expected lot: 0226662 - 2 out of 3 retained tubes had a gel smear on their walls. Lot: 1069941 - 1 out of 3 had a gel smear on its wall. Lot: 1054719 1 out of 3 had a gel smear on its wall. Lot: 1054717 no gel smearing observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the photo review, testing of returned and retention samples. It has not been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample, foreign matter in tube; biological and non-biological, and gel smearing. The following information was provided by the initial reporter. The customer stated: 07jul2021/pw - updated as reported to lot numbers specified (new information and gel smearing or poor barrier separation. Fm(for rbc on top of gel) was incorrect - should be poor barrier separation.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample, foreign matter in tube; biological and non-biological, and gel smearing. The following information was provided by the initial reporter. The customer stated: 07jul2021/pw - updated as reported to lot numbers specified (new information and gel smearing or poor barrier separation. Fm(for rbc on top of gel) was incorrect - should be poor barrier separation.

Manufacturer narrative:
B.5. Describe event of problem:it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample, foreign matter in tube; biological and non-biological, and gel smearing. The following information was provided by the initial reporter. The customer stated: 07jul2021/pw - updated as reported to lot numbers specified (new information and gel smearing or poor barrier separation. Fm(for rbc on top of gel) was incorrect - should be poor barrier separation. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1054717. D.4. Medical device expiration date: 2022-08-31. H.4. Device manufacture date: 2021-02-23. D.4. Medical device lot #: 1054719. D.4. Medical device expiration date: 2022-08-31. H.4. Device manufacture date: 2021-02-23 . D.4. Medical device lot #: 0226662. D.4. Medical device expiration date: 2022-02-28. H.4. Device manufacture date: 2020-08-13. D.4. Medical device lot #: 1069941. D.4. Medical device expiration date: 2022-09-30. H.4. Device manufacture date: 2021-03-10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1054717, medical device expiration date: 2022-08-31, device manufacture date: 2021-02-23. Medical device lot #: 1054719, medical device expiration date: 2022-02-28, device manufacture date: 2021-02-23. Medical device lot #: 0226662, medical device expiration date,: device manufacture date: 2020-08-13. Medical device lot #: 1069941, medical device expiration date: 2022-09-30, device manufacture date: 2021-03-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation and foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: 07jul2021/(B)(6) - updated as reported to lot numbers specified (new information and gel smearing or poor barrier separation. Fm(for rbc on top of gel) was incorrect - should be poor barrier separation.